Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Furthermore, physical damage at the material residue point was not confirmed. Although, the root cause of the reported event is unable to be determined. The likely causes for the reported events are due to insufficient or inadequate reprocessing, and humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. Therefore, the root cause of the reported event is unable to be determined. The events (residual liquid in the distal end and foreign material/stain on the forceps elevator) can be detected and prevented by following the IFU sections: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. The event (foreign material inside lg-lens) can be detected in accordance with the following IFU. Tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found foreign material on the lightguide, the grip had a scratch, suction cylinder had no color, the switch box had a scratch, and the distal end was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope was returned for evaluation. During the device evaluation, the following reportable malfunction was found: distal end had residual liquid, forceps elevator had foreign material or stain and inside of light guide(lg) lens had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.